Manufacturer narrative:
A batch record review indicates no discrepancies. Pm logs have been checked and all pm's were completed with no discrepancies found. Affected amount: 2pcs. Aquacel ag surg 4x20cm was manufactured under sap code 1186145 and manufacturing lot number 8a01928. Lot # 8a01928 was sterilized under lot 1204494621 and released on review of results of sterilization company steris. All of the results were within specification and products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-131 ver. 33.0 for machine doyen 5. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8a01928. This is the only complaint for the affected lot registered within tw8.7. 2 photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photographs confirm the complaint issue as well product and lot number. CAPA 1329305 was opened for this issue for this size on doyen 5 in january 2020. The root cause found to be that the line was being run too fast has now been rectified and the CAPA is within its' effectiveness check stage. No further action required. Operations have been informed of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR: 1000317571-2020-00133 / device 2 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported ¿that primary packaged is unsealed.¿ the product was not used. Photographs depicting the reported complaint issue were provided by the complainant.